Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). When asked for the cause of the error message, inability to adjust past 6.9ma, and the device not working, it was reported that they were unaware of the problem and the basic evaluation device was removed. Also, it was noted that the lead was intact. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said their device is unable to find desired settings. They mentioned changing the batteries and starting stimulation from 0.0ma, but it won't let them go past 6.9ma. The patient thinks their lead has maybe moved or came loose. Later on that day, patient said their device still isn't working. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Weight provided. If information is provided in the future, a supplemental report will be issued.